Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
The customer reported via the sales rep that when the exeter stem was opened during surgery, the product did not contain the centralizer. The sales rep added that another unit was available to complete the surgery, although this did result in a 5 minute delay. No other adverse consequences were reported.